Event description:
A six month extension was given by the company on outdated mesh. As surgeon was sewing in the mesh to the abdomen, the mesh separated. This is not what the mesh is designed to do. The sales rep was notified. The mesh was removed from the patient's abdomen and a different type of mesh was used that is current. All the others that were on the shelf were pulled. September 2006dear customer,we are pleased to announce that we have successfully completed stability studies designed to extend the shelf life of proceed* surgical mesh. The results of these studies allow us to expand current expiry dating for an additional six (6) months. This additional data allows for a 12-month shelf life. An additional 6 months should be added to the date printed on the proceed mesh package for any product currently on the market with an expiration date prior to and including march 2007 (2007 - 3). For example:current expiry date new expiry date(october 10, 2006) (april 4, 2007) (february 2, 2007) (august 8, 2007)any product with an expiry date of april 4, 2007 or later reflects the new expiry dating and should be used by the date printed on the package.for example:current expiry date new expiry date (april 4, 2007) date printed on package (sept 9, 2007) date printed on packageif you have any questions regarding the expiry dating of any proceed mesh product, please contact your sales representative.